Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with a right ventricular (rv) lead that exhibited inadequate capture and high defibrillation impedance. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.